Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and failed. A review of the share logs was performed and signal loss over one hour was for serial number (B)(6) within the investigation window.  The allegation was confirmed. The probable cause was determined to be transmitter, defective. The reported event of signal loss over one hour is reportable based on the customer complaint was confirmed because a loss of connection was found due to defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)